Event description:
After use, half of the mynx control vascular closure device (vcd) sealant was deployed in the vessel. There was no patient injury as the patient has no symptoms. After a transarterial chemoembolization (tace) procedure, a mynx control was used for vascular closure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The was presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. An ante-grade approach using an competitor's 5fr sheath. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The deployer maintained tension on catheter while tamping. Imaging used to confirm balloon placement. After the procedure, sandbag was used for 30 minutes or longer. Twelve days later, a large amount of peg was discovered in the blood vessels through ultrasound. The vcd is not available for analysis.

Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After use, half of the mynx control vascular closure device (vcd) sealant was deployed in the vessel. There was no patient injury as the patient has no symptoms. After a transarterial chemoembolization (tace) procedure, a mynx control was used for vascular closure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The was presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. An ante-grade approach using a competitor's 5fr sheath. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The deployer maintained tension on catheter while tamping. Imaging was used to confirm balloon placement. After the procedure, a sandbag was used for thirty minutes or longer. Twelve days later, a large amount of peg was discovered in the blood vessels through ultrasound. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant inaccurate placement (intravascular)¿ could not be confirmed as the product was not returned for analysis. Without the return of the device and the material removed, a composition analysis could not preformed. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ in addition, the mynx control vascular closure device is only indicated for femoral arterial use. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.